Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was able to clear alarm and was able to complete rewind. No harm requiring medical intervention was reported. Troubleshooting was performed and customer also performed displacement test and the test was passed. Product will not be returned for analysis. The customer will discontinue to use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected pump error 23, unexpected pump error 130, pump error 41, and pump error 43 noted during testing. Successfully downloaded history files and traces using thus. Pump error 43 was found in the history files or traces on 02-oct-2022 at 23:16:55.00 due to pump 41 caused by motor application registering voltage failure. Pump error 41 was found in the history files on 02-oct-2022 at 23:17:55.00 due to motor voltage was measured below threshold. Pump error 53 (file number 568, line number 3292) was found at 01-oct-2022 at 21:20:09.00 due to an error with cl1_outputprocessor file cl1_task.c. Problem isolated to the electronic assembly as per global logic analysis (B)(4). Pump error 23 was found in the history files on 01-oct-2022 at 21:22:43.00. Pump was cut open to perform visual inspection and found dried insulin on the motor slide, a corroded home switch, and moisture on pcba 1 and the force sensor. The motor was removed from the pump to be tested on the ngp board test. The motor functioned properly during the ngp board test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, label damage (faded), minor scratched lcd window. Pump error 43 and pump error 41 were confirmed in the history files due to motor voltage measured below threshold and motor voltage failure. Pump error 23 and pump error 130 were not confirmed during testing. Pump error 53 was confirmed in the history files due to a software error anomaly. Pump exposed to moisture confirmed on pcba 1 and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.